Manufacturer narrative:
Reliability analysis inspected four opened/used enlite sensors and performed bicarbonate buffer test. All four sensors passed per specification with accurate readings.

Event description:
The customer's husband reported that the sensor wasn't sticking, and that the entire sensor came off when loaded into the serter. Customer's husband also reported that recently the insulin pump went into threshold suspend with a blood glucose level of 161 mg/dl and a sensor glucose level of 67 mg/dl. Blood glucose level at the time of the call was 225 mg/dl. The customer's husband was advised that the sensors and serter would be replaced and agreed to return the sensors for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.